Manufacturer narrative:
On 5/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083762. Event report type: serious injury. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (gel siltex mod-rnd 450cc/ gel siltex mod-rnd 400cc) has experienced bilateral breast implant rupture which complicated with granuloma. It was also reported that the patient has experienced autoimmune disorder. This case was not confirmed by a healthcare professional. The patient was required breast implants removal. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. As a result patient had the device removed on (B)(6) 2018. This report is for the right side.